Event description:
It was reported that the graft was preclotted following the 3 step method. The surgeon reported that the graft leaked intraoperatively more than usual. The graft remains implanted and the patient is fine.